Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the orders were not crossing over. The customer confirmed malfunction occurred when user trying to issue medication to patient, however there was no delay. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue occurred with one patient admitted to the ER unit. A technical support specialist logged into the es server and verified that no devices were on critical override, xml messages were not stuck, and no delay flags were positive, confirming that the medstation es was syncing. The technical support engineer assisted the customer that the ER unit was not assigned to the tepx1 medstation and guided on how to update the tepx1 area to include the ER unit under the device. The system functioned as intended after the customer troubleshot the device.